Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a high out of range shock impedance measurement was displayed. The information has been provided to the physician for further review. No adverse patient effects were reported.

Event description:
Additional information was obtained. Reportedly, the increased shock impedance measurement for this single coil lead is normally increased. Therefore, this lead will be further monitored.